Event description:
Customer reported that on an unknown date, approximately 15 days prior to calling customer service, she received a reading of 250 mg/dl from her adc blood glucose meter at 8:30 am and self-administered an unspecified amount of insulin. Customer further reported that between 9:00 and 9:30 am, she began to experience "excessive sweating, icy sweat" and was "cold and shaking". She also noted experiencing "high blood pressure". At approximately 10:00 am, she self-presented to her healthcare provide, where a reading of 49 mg/dl was received. Customer was diagnosed with hypoglycemia and treated with glucose orally and also through "serum". Customer was also given a "yogurt with fermented milk or sugar". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.